Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 1020 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that she may have had food poisoning, which could have caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.